Event description:
It was reported the patient's ipg site had been revised on two separate occasions. The patient stated he experienced discomfort at the site due to pocket heating when stimulation was on. The physician moved the ipg location during both procedures. The revision dates are unknown. The ipg was subsequently explanted and returned to the manufacturer (reference MFR report: 1627487-2012-11559).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.